Manufacturer narrative:
(B)(6). (B)(4)neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnoses: advanced degenerative disk disease with foraminal stenosis l5-s1, status post operative prior laminectomy and diskectomy and contained disk protrusion l4-l5. For which, patient underwent following procedures: bilateral repeat l5-s1, laminectomy and diskectomy with partial facetectomy for nerve root decompression with posterior interbody fusion l5-s1 with fusion cages and rhbmp-2 combined with pedicle screw instrumentation l4-l5 and l5-s1 and posterolateral/ intertransverse process fusion l4-l5 and l5-s1, microsurgical technique, fluoroscopic monitoring, stereotactic fluoro-navigation with system, setup and continuous intraoperative neurophysiological monitoring and pedicle screw stimulation studies with system, local bone autograft , bone marrow aspiration, tricalcium phosphate allograft and putty allograft. Per op notes, the disk was exposed at the l5-s1 level bilaterally, and complete diskectomy performed for decompression of the nerve roots and spinal canal. Thereafter cages of appropriate size were selected and filled with rhbmp-2 and thereafter gently impacted into the interspace under fluoroscopic monitoring. Patient tolerated the procedure well without any intraoperative complications.

Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion procedure at l5-s1 with interbody cage. To achieve fusion, the surgeon performed a procedure by utilizing rhbmp-2/acs at multiple vertebrae levels. Post operatively, the patient suffered significant pain in the area of the fusion surgery and extremities. As a result of the fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for the rhbmp-2/acs related injuries. The patient has never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents him from performing many basic activities of daily living.